Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was unable to be completed as no lot information was provided.

Event description:
It was reported that th tracheostomy tube experienced a disconnection between the reinforced section and 30mm connector. This is an undetachable part of the tube, it appears to have become loose due to humidification. The tracheostomy tube had been in for 19 days. This resulted derecruitment of both lungs and desaturations, which was resolved by the placement of a new tracheostomy tube.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was unable to be completed as no lot information was provided.

Event description:
It was reported that th tracheostomy tube experienced a disconnection between the reinforced section and 30mm connector. This is an undetachable part of the tube, it appears to have become loose due to humidification. The tracheostomy tube had been in for 19 days. This resulted derecruitment of both lungs and desaturations, which was resolved by the placement of a new tracheostomy tube.